Manufacturer narrative:
The device was not returned to the MFR for physical eval. A supplemental report will be submitted upon completion of the plant's investigation. Related mdrs: 8030665-2014-00001, 8030665-2014-00002, 8030665-2014-00003.

Event description:
A peritoneal dialysis patient reported a fluid leak during treatment. The fluid dripped through the crack of the cycler door. The pt took prophylactic antibiotics. The patient's effluent remained clear. In follow-up with the peritoneal dialysis nurse she reported the patient's effluent remained clear. The pt took one dose of one gram fortaz prophylactically. The cultures were drawn and cam back on (B)(6) 2013, they were negative for peritonitis.